Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on 04/15/2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on 04/08/2016. Sensor was inserted on 04/06/2016. At the time of contact, no injury or medical intervention was reported.